Manufacturer narrative:
The t:slim pump user guide instructs the user to only use the syringe and needle provided by tandem to fill the cartridge, customer uses insulin pens. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
During fill tubing, the customer received a message asking for a minimum of 50 units of insulin. Since the cartridge initially had less than 50 units, the customer added more insulin with her novolog pen, however the message came up again. She did this a second time and got the same message. There was no impact to the customer's blood glucose level.